Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device showed 6.5 years remaining during the last follow-up. After only one year later, the device was showing 4.5 years remaining. It was indicated that there was less stimulation during the current period compared to the previous period, and lead measurements were stable. The device remains implanted, and there was no serious adverse effects to the patient reported. Additional information from technical services indicated the device's battery was being affected by high rate atrial sensing, but that the device was functioning normally. Reprogramming was recommended to recover the battery's longevity.